Event description:
Patient reported that the device's lancet carrier is not fully retracting, resulting in the lancet protruding from the end-cap. Patient stated that, as a result, she experienced an unintentional puncture with a sterile lancet. No treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.